Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the up, down, and ok keypad buttons were under responsive to button presses. The reporter confirmed that there was no noted damage to the keypad and there was no noted moisture ingress related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/21/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the original complaint could not be adequately investigated due to pump not being able to be powered on. There was no damage found to the keypad cover. The keypad cover was removed and there was no internal damage found to the keypad button contacts.